Manufacturer narrative:
Changing to navlock tracker as the tracker is the instrument that was replaced. The interface between the tap and the tracker caused the issue.

Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement solera awl tip tap 4.5mm tap shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's solera 4.5 awl tip tap was damaged. While using the (B)(4) system, the tap was working slowly then stopped spinning. The tap appeared to be stuck on the tracker. The surgeon opted to proceed with the procedure with manual tapping. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: brand name & catalog number. Device lot number now provided. Device manufacturing date now provided.

Manufacturer narrative:
Although the complaint alleges a single tracker was damaged, 3 total trackers were returned for analysis: lot# 100604 - manufacturer due: 06/04/2010 and 2 of lot # 150817 - manufacture date: 08/17/2015. Medtronic investigation of returned suspect tracker finds that the reported issue could not be duplicated. The returned trackers were found to be in good condition with no apparent physical damage. Known good instruments inserted and rotated without issue. With markers attached and fully, the trackers returned good geometry and divot error readings. No problem found.